Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the medsurg area. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to adjust the caster but this did not work, so they recommended to replace the casters. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.